Event description:
It was reported that revisions surgery was performed.

Event description:
It was reported that during a stomach procedure, the linear cutter worked, after reload clips were not closed. The second linear cutter worked but the surgeon didn't know which one. There were no adverse consequences for the patient.